Event description:
The customer reported to vyaire medical that the avea ventilator o2 was set to 40%, pressed increase 02 but delivery did go to 100% but when released instead of defaulting to the 40% it was defaulted to 21% while on patient use. The patient was moved to different ventilator and there was no patient harm reported with this event.

Manufacturer narrative:
Field service representative was on site to repair the unit. Ran unit at existing settings, 12 bpm, .5l, 60l/min, peep=6, fio2=40. "Increase o2" was activated multiple times with unit returning to the set 40% o2 at 2 minutes. Also hit "increase o2" manually to end and unit returned to the set 40%. Tried same procedure for different initial fio2 settings. Ran extended system test (est) successfully. Simulated low fio2 and verified alarm. O2 cell was last replaced 5/21. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.